Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and photos were provided for further evaluation. Based on the evaluation results, the probable root cause of the catheter breakage is believed to have happened during application. The reported defect is not likely to have occurred during the manufacturing process. The following information was provided to the end user: per the IFU: user should refer to IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the patient was undergoing thoracotomy for diaphragmatic hernia repair on (B)(6) 2019. Patient received an thoracic epidural and was taped to the patient's back. Patient was moved from stretcher to or bed and provider noticed the catheter had completed sheared off in half. The cause of the catheter shearing appears to have been some tension placed on catheter as the patient was moving. Half of the catheter was still inside the patient taped to her back. As this is a painful procedure, the patient needed a pain control modality beside IV narcotics and as patient had just receive preoperative heparin, another epidural was unable to be placed. Patient received post op truncal nerve block (an additional invasive procedure).